Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keypad was not working during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'keypad not working' which was reproduced through troubleshooting of the device. Evaluation inspected the device and found the setup key and key#1 are not working. The cause was determined to be a failed keypad. The component was replaced with front case replacement due to unrelated issue. Should additional relevant information become available, a supplemental report will be submitted.